Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("one of her essure coils had perforated her fallopian tube") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. In (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) with abdominal discomfort and pelvic pain, heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, alopecia, fallopian tube perforation, fatigue and heavy menstrual bleeding to be related to essure administration. The reporter commented: on (B)(6) 2012 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): unknown date: ultrasound- coils properly placed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: on (B)(6) 2020 pif received: essure removal date and product indication were added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("one of her essure coils had perforated her fallopian tube") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. Unknown date: ultrasound- coils properly placed. In (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) with pelvic pain and abdominal discomfort, heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, fallopian tube perforation, fatigue and heavy menstrual bleeding to be related to essure administration. The reporter commented: on (B)(6) 2012 (discrepancy noted as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.